Event description:
Planned jugular access to place ivc filter. When deployed, the legs of the filter didn't open properly. Filter was removed and different filter was placed with no complications. Manufacturer response for ivc filter, bard denali jug ivc filter (per site reporter). Bard plans to report to FDA.